Event description:
A cartridge alarm was reported by the customer, which did not cause blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. As a resolution, technical support planned to replace the pump, and the customer was instructed on how to store and return the problematic pump. A replacement pump was sent to the customer, who acknowledged the instructions provided by technical support.